Manufacturer narrative:
The OEM performed the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated the scope has had no repair records. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. However, since the equipment was manufactured more than seven years ago, the potential cause of the damaged printer port and peripheral parts are due to age-deterioration resulting in no video output. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
After troubleshooting and resolving an e402 "df not connected" error by re-seating the cables, the technical service engineer was informed by the user facility that the images from the evis exera iii video system center were reportedly not displaying on their provation monitor during preparation for use. The user facility later confirmed that no device will be returned as the issue was resolved by replacing the red, green, blue (rgb) cable. No patient involvement or harm was reported.